Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The patient reported pain and a little bleeding at the pump incision site on (B)(6) 2015. The patient went to the emergency department and was given antibiotics and told to follow up with the surgeon. On (B)(6) 2015 the healthcare professional (hcp) saw the patient and wound was not all the way healed at the medial end of pump incision. The hcp advised the patient to keep taking antibiotics. The cause of the issue was reported to be post op healing from implant; the device was implanted (B)(6) 2015. The hcp may take patient back to surgery the next week if it had not healed in order to clean up and re-close approximately 2cm of the incision. At the time of the event the pump was not delivering any drug, it was to be filled by the managing physician within the week. The pump logs show that the pump was delivering water at a dose of 0.0481 mg/day. The indication for use was noted as non-malignant pain. Further follow up is being done to determine if surgical intervention was required to resolve the event.

Event description:
Additional information was received from a company representative. Surgical intervention was not required to resolve the post-operative healing issue. The incision healed with antibiotics. The first pump refill was scheduled for (B)(6) 2015.